Event description:
It was reported that during a whipple procedure, the surgeon placed the clip on the duodenal artery. Within thirty seconds the artery was bleeding due to the clip cutting the artery. Unknown how much bleeding occurred. Unknown if there was any product given to the patient. The case was completed by sutures. There was no patient consequence, the patient is stable and doing well. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Evaluation summary: as a lot number was not received, a device history review could not be performed.